Manufacturer narrative:
Follow-up # 1 date of submission 08/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a cs 052 call service alarm followed by a reboot to clear the alarm. A cs 054 call service alarm was also observed to have occurred after the reboot. The pump was exercised for 24 hours with no duplicated alarms or power interruptions. The complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump lost power while the user was swimming. The pump was rebooted and allegedly emitted an unidentified call service alarm before it lost power again. The battery was replaced multiple times; however, the pump did not power on and the call service alarm could not be identified. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.